Manufacturer narrative:
The reason for the prosthesis wear reported cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected the following: health effect clinical code, impact code, component code, type of investigation, investigation findings, investigation conclusions.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2016, with no reported revision. There is no device information provided. No other patient information / medical history reported. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information available.